Event description:
Subsequent to the initial medwatch report, follow-up information received via user facility medwatch stated: physician was attempting to advance a stent catheter during a cardiac angiogram. The stent catheter bent and when straightening the catheter back, it broke into 2 pieces. The stent catheter was then able to be removed with hemostats. No patient harm. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: use after damage. It should be noted xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) states: at any time during use of the xience alpine rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid right coronary artery (rca). The 2.75x23mm xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the proximal shaft separated. The sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The lesion was successfully treated with balloon angioplasty using an unspecified balloon dilatation catheter (bdc). There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.